Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection and a functional flow rate test showed no defects in the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This was found while trying to infuse a trial drug of human serum albumin and sodium chloride 0.9% w/v. The device was filled with 144 ml, but was more than half full when infusion time was concluded. There was no patient injury or medical intervention associated with this event. No additional information is available.